Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During atrial fibrillation ablation, an air leak was noted. After inserting the sheath into a patient and making a transseptal procedure with a non-abbott needle (baylis rf transseptal needle), the air was aspirated into a syringe that connected to the extension port of the sheath. Several aspirations were attempted but the air was still aspirated. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture and transseptal puncture were required for replacing the sheath.